Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Additional information: phone number- (B)(6).

Event description:
Healthcare professional reported "internal pain, swelling of the body" and rupture on left side. The device remains implanted. "Swelling of the body" is considered not device related.